Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, the alleged defect has not been received by carefusion failure analysis lab.

Event description:
The customer reported while using the 3100 high frequency oscillating ventilator (hfov), the alarm thumbwheel switches seem to be off a bit. The customer reported setting the map (mean airway pressure) at 20 and the max thumbwheel won't alarm until its set to 15cm. The customer reported that the min thumbwheel seems to be about 3cm off as well. The customer reported running pneumatic calibrations and they are in specifications. The customer also ran the zero/ span on the pressure transducer, which passed. The customer stated that this was found while they were calibrating the unit. There is no report of patient involvement associated with the event.